Event description:
Healthcare professional reported "capsular contracture, Baker grade III". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted.The event of capsular contracture a physiological complication and analysis of the device generally does not assist Abbvie in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: Capsular Contracture Baker Grade III.